Event description:
The patient elected to undergo revision surgery for a technology upgrade. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.